Manufacturer narrative:
Sample was collected in a plastic bd tube. The instrument is performing within qc specifications. Controls were run before and after the incident and recovered within specifications. Service was not dispatched for this event. The root cause of this issue is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument generated printouts did not match the laboratory information system (lis) printouts for basophil parameter count (ba#) for one patient's initial and rerun results. The results were reported out of the laboratory, but were immediately caught and a corrected report was issued. No treatment was given or withheld due to the erroneous results. There was no death, serious injury, or change to patient treatment in this event.